Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the dose of the bupivacaine at the time of the event was 3.499 mg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the cause of the fracture was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified an anomaly of the non-sc pump connector. Analysis identified a leak in the 8709 catheter between the metal pin and white material. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, lot# j0056634r, implanted: (B)(6) 2000, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving clonidine and bupivacaine at 125.0 mcg/ml, 30.0 mg/ml concentrations and doses of 14.58 mcg/day, 3.500 mg/day respectively via an implantable pump. The indication for use was non-malignant pain and rsd/causal gia-complex regional pain syndrome. It was reported during a scheduled pump replacement, a catheter connector fracture was observed on (B)(6) 2017. The device diagnosis was noted as catheter break/cut. It was indicated the event was related to the device or therapy. The catheter was spliced on (B)(6) 2017 and the issue resolved without sequelae the same day.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was not measured. The reason for the scheduled pump replacement was normal battery depletion.